Event description:
During coronary angioplasty the cath lab froze while the balloon was inflated in the coronary artery. It took 17 minutes to reboot the equipment. Balloon had to be let down and guidewire left in place while system reset.